Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician placed the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient. The physician partially recaptured the closure device three (3) times and fully recaptured the device two (2) times before trying another. The second closure device had one recaptured before it was implanted in the patient. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Four (4) hours post procedure the patient's blood pressure dropped due to a pericardial effusion with cardiac tamponade that had developed. The physician performed a pericardiocentesis and drained fluid from the patient. The effusion was resolved following this treatment and the patient is expected to make a full recovery from this event.